Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode and had lost consciousness. Paramedics were called and they treated patient and transported her to the hospital. Patient incurred bruises from her fall and landed on broken glass pieces which caused the patient to be treated with 2 staples in her head at the hospital. At the time of her call to dexcom technical support, patient was feeling better.